Event description:
It was reported that the spinal cord stimulation (scs) patient experienced that the left facial pain returned. Upon checking the remote control, the patient observed an end of service error message, which led to the replacement of the implantable pulse generator (ipg). The device had been implanted for less than three years, which appears to be a shorter than expected service duration based on typical device performance. The explanted device will not be returned for analysis as it was discarded by the medical facility. Postoperatively, the patient recovered, paresthesia coverage was restored, and pain relief was achieved. Additional information was received indicating that the ipg was returned for analysis.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned implantable pulse generator (ipg) was analyzed which revealed normal device characteristics during visual and functional testing. A data log analysis indicated that the ipg reached its end of service (eos) within 2 years, 5 months, and 2.3 days which is within range of the expected battery lifespan of 1 year, 9 months, and 8.6 days. A product labeling review identified that the wavewriter alpha prime 16 pc ipg was used per the instructions for use (IFU)/product label. The labeling indicates that when the ipg battery reaches end of service (eos), an eos message will be displayed on the remote control and clinician programmer and stimulation will no longer be available. The labeling further states that surgical replacement of the non rechargeable ipg is required to continue therapy. The longevity of the non-rechargeable ipg battery depends on the following factors: programmed parameters (i.e., amplitude, rate, pulse width, number of electrodes used, and number of stimulation areas), system impedance, use of cycling or burst settings, hours per day of stimulation, and changes made by the patient to programmed parameters. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wavewriter alpha prime stimulator will last. The battery life is dependent on your stimulation settings and conditions. The reported event and observed device behavior are consistent with the information provided in the labeling.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced that the left facial pain returned. Upon checking the remote control, the patient observed an end of service error message, which led to the replacement of the implantable pulse generator (ipg). The device had been implanted for less than three years, which appears to be a shorter than expected service duration based on typical device performance. The explanted device will not be returned for analysis as it was discarded by the medical facility. Postoperatively, the patient recovered, paresthesia coverage was restored, and pain relief was achieved. Additional information was received indicating that the ipg was returned for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced that the left facial pain returned. Upon checking the remote control, the patient observed an end of service error message, which led to the replacement of the implantable pulse generator (ipg). The device had been implanted for less than three years, which appears to be a shorter than expected service duration based on typical device performance. The explanted device will not be returned for analysis as it was discarded by the medical facility. Postoperatively, the patient recovered, paresthesia coverage was restored, and pain relief was achieved.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago.